Manufacturer narrative:
All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that debris was observed on the intraocular lens (iol). No patient contact was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the lens case was received in its original packaging. Visual inspection with unaided eyes showed that the lens case was opened and contained no lens. Further examination confirmed that there was no lens contained in the box. No testing could be performed. The complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.